Event description:
Surgeon implanted a vascular access port on (B)(6), 2010. Port stopped working approx. Two months later. When port was removed on (B)(6), 2011, it was noted the catheter had separated from the port and migrated into the patient's left lower lung lobe.